Event description:
The following info was received in a letter submitted by a consumer. Following cataract surgery, a consumer reported experiencing streaks of light coming into consumer's vision. The streaks are most noticeable at night when encountering traffic or street lights.